Event description:
It was reported that the patients paddle lead was too low to capture the pain areas. The patient underwent a revision procedure wherein the physician repositioned and straightened the paddle. The patient was doing well postoperatively, and the paddle lead remains implanted in the patient and in use. Additional information was received indicating that there was no lead migration. The paddle lead was just moved into a more optimal location.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead was too low to capture the pain areas. The patient underwent a revision procedure wherein the physician repositioned and straightened the paddle. The patient was doing well postoperatively, and the paddle lead remains implanted in the patient and in use.